Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use:

Event description:
The complainant reported that the patient on impella 5.5 support had a thoracic washout due to infectious pockets in the chest cavity. The patient remains on support.